Manufacturer narrative:
The reported condition of no flow was confirmed. During visual inspection under a microscope showed that the needle shaft of both samples has what appears to be excessive adhesive present, most likely causing solution flow blockage. Should additional information become available, a follow up medwatch will be submitted. This MDR was submitted on (B)(4) 2010; however, due to a failed ack3, this MDR is being resubmitted on (B)(4) 2010. (B)(4)

Event description:
This is a report from baxter (B)(4) of a no flow during priming. There was no patient injury or medical intervention. No additional information is available.